Event description:
Pt with rheumatoid arthritis received 9 prosorba column treatment without problems. A central venous catheter had been placed before commencement of prosorba treatments. The 10th treatment was aborted due to observed hemolysis. Aphersis unit reported that no hemolysed blood was returned to the pt and a coombs test performed within 24 hours was negative for hemolysis. Treatment 11 was uneventful. Pt reportably became ill 3 days after 11th treatment and was hospitalized 2 days later. Pt presented with symptoms of disseminated intravascular clotting (elevated "fsp", decreased fibrinogen, thrombocytopenia). Pt also had elevated troponin values, suggesting myocardial injury, likely due to the acute effect of sepsis with history of underlying ashd and hypertension. Blood cultures taken during hospitalization were positive for staphylococcus aureus. Pt experienced renal and respiratory failure and subsequently expired.